Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Per the packaging insert for the articular surface, dislocation and/or joint instability are considered to be known adverse effects of the procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Event description:
It was reported the patient a right knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately six years post-implantation due to instability. The polyethylene bearing was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.